Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: ev olutpro-26-us, serial/lot #: (B)(6), ubd: 27-jan-2027, UDI#: (B)(4) select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the tip of the delivery catheter system (dcs) interacted with the valve, causing it to dislodge upward into the ascending aorta. Subsequently, a second transcatheter valve was implanted.

Manufacturer narrative:
Image review: one media file was provided for review of the event. There is evidence of coronary protection of the left coronary artery identified by a percutaneous coronary intervention (pci) guidewire and a stent on standby in the coronary. Imaging shows two valves, one dislodged in the aorta and the second in the aortic annulus. Intraprocedural images and the dislodgement event were not provided for review. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the tip of the delivery catheter system (dcs) interacted with the valve, causing it to dislodge upward into the ascending aorta. Subsequently, a second transcatheter valve was implanted. Additional information was received indicating that the right femoral artery was used as the access site. Of note, the patient had a tri-leaflet valve with severe calcification, a small sinus of valsalva, and a left coronary artery that required protection due to decreased blood flow at baseline. A pre-implant balloon aortic valvuloplasty was performed using an 18 mm balloon. Subsequently, the valve and dcs were advanced to the annulus over a non-medtronic guidewire. The left and right sinus overlap technique was used to slowly deploy the valve. The dcs was not twisted or torqued at any point during deployment. Following deployment, an attempt was made to center the nose cone in the valve frame. This was done by slightly retracting the guidewire and slowly withdrawing the dcs; however, this was unsuccessful. As the dcs was slowly withdrawn the nose cone interacted with the valve frame. Per the physician, this traction caused the valve to shift. Per the physician, the patient had moderate to severe calcification that caused the bottom portion of the valve frame on the non-coronary sinus size to "squeeze inward" after full release. Following dislodgement, the first valve was located in the ascending aorta. A second valve was implanted in the patient. It was noted that there was some contact between the base of the first valve and the coronal margin of the second valve.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.